Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. Thermal damage were found near the pitch cable and the conductor wire. The instrument passed the electrical continuity test. Further inspection found no damage near the thermal damaged areas. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, it was observed that the fenestrated bipolar forceps instrument was burnt by the cable. The procedure was completed with no reported injury.